Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after announcing a usual dinner despite consuming a substantially larger meal, with the highest continuous glucose monitor (cgm) reading of 401 mg/dl and prolonged elevation above 300 mg/dl for several hours; infusion set was contact detach at the abdomen and cgm was freestyle libre 3+. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included troubleshooting and user education addressing meal announcements and meal size entry. Investigation of this case revealed use error related to incorrect meal size announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect meal entry.